Event description:
Per the clinic, the patient experienced a non-device related medical condition resulting in the decision to explant the device. The device was explanted on (B)(6) 2018. Re-implantation is planned but has not taken place as of the date of this report.